Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient felt stimulation in their back and their arm when they were laying down, and that they would lower it if it comes back and leave it on the right side. A day later, the patient reported they experienced burning like they had a bladder infection. The patient went to urgent care and was told their urine was full of bacteria. The patient noted feeling better. The same day the patient reported they had a yeast infection. The patient also had questions about pulling the leads out at home as they were directed. The patient stated they saw how much the leads had helped, and when they were removed the symptoms had returned. No further complications were reported.